Manufacturer narrative:
The reported event of dislodgement was not confirmed. As a complete lead was returned in two pieces for analysis. No anomalies were noted. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was externally abraded at 43.3 cm to 43.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. All other damage found was sustained during procedure.

Event description:
New information received notes the atrial, right ventricular, and left ventricular leads became tangled during explant procedure.

Event description:
Reported manufacturer number: 2017865-2020-25279. It was reported the patient presented to the hospital. Their right ventricular lead exhibited noise and the physician wanted to upgrade the left ventricular lead from bipolar to a quadripolar. During procedure, the atrial lead became dislodged. All three leads were successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.